Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, the instrument did not fire fully. The tissue was not damaged. The patient did not get injured and there was no blood loss. No further complicated was reported. The surgery was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4): post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. A medtronic reload was loaded onto the handle and adapter and fired over test media with clean transection. The output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture.